Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 at 3:00 pm. Caller, pt's daughter, stated that the pt wasn't feeling well with symptoms of sweating and cold hands. She reported testing the pt's glucose level with the autocode meter and getting a result of 240mg/dl. Medics were called and their meter read 60mg/dl. Pt was given orange juice and sugar to bring up his glucose level. Medic's advised pt to get his meter checked for accuracy and to eat a meal, as he only had eggs and bacon earlier in the day. Pdc sent replacement and a prepaid envelope. Pt was requested to return suspect product(s) for evaluation.

Manufacturer narrative:
Suspect product (s) return and evaluated. Test results came in range and no failures were detected.